Event description:
On (B)(6) 2013, the reporter contacted animas alleging a call service 069 alarm occurring on the pump. The reporter indicated that the pump was unable to get working again after the alarms occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the pump black box history showed multiple cs 087 alarms occurring on (B)(4) 2013. During testing, the pump powered on to the verify screen. The pump emitted a cs069 alarm upon rewind attempt. The pump was opened and a flash chip component on the printed circuit board was found to have failed. The pump history indicated a cs087 alarm in place of the cs069 due to the flash chip failure. The pump flash chip was replaced and the pump was able to successfully performed the ezprime steps and exercise for 24 hours without further alarms. (B)(6).